Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/21/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested: our failure analysis lab received a wrong product with reference to this complaint, it was received: product code: strap25. Product lot/batch: 105ddt. 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. A device has been received, however clarification is requested whether the product belongs to this complaint.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2026 and absorbable straps were used. The pins in the strap were not firing. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: the doctor's name is dr. (B)(6) from (B)(6) hospital. The technician who had reported it was mr. (B)(6). I received the defective product today, and I will be sending it to (B)(6) at the earliest. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.